Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) pump was removed and the tube capped due to the scrotum being filled with pus. A week after tis procedure, a new pump was implanted.

Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) pump was removed and the tube capped due to the scrotum being filled with pus. A week after tis procedure, a new pump was implanted.